Manufacturer narrative:
A field service engineer (fse) detected an error in the e-200 generator and replaced this part to solve the issue. Intuitive surgical, inc. (Isi) requested that the component be returned for failure analysis investigation. The probable root cause could not be determined based on the information provided.

Event description:
It was reported that during a training/demo of the da vinci system, the e-200 generator had an error message/code, there are repeated reboot requests. There was no report of patient involvement.